Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a catheter that ruptured. No patient harm was reported.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11. It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a catheter that ruptured. No patient harm, serious injury or adverse event was reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He replaced the parts because there was blood stains on the safety disk crm. Replacement parts safety disc, crm, detect tube operation check and filling test found no abnormalities.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a catheter that ruptured. No patient harm, serious injury or adverse event was reported.